Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces and button error alarm during testing. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump's keypad was not functioning properly. The insulin pump did a reset and only went up to six. She was delivering a bolus but the insulin pump was giving her double the amount she wanted to enter. The insulin pump may have been exposed to moisture from cleaning the bathroom. Her belt clip broke. Customer's blood glucose level was 303 mg/dl. She treated her high blood glucose with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.